Event description:
From staff: the robotic stapler was compressing tissue and after firing to cut, the system indicated the tissue was too thick. The stapler was removed with no issue, so it seems that the tissue was cut completely. Upon further investigation, what is thought to be the blade from the stapler was found in the tissue at the staple line that had just been created. The stapler was removed from the field and a new one was opened. From operative report: while stapling the colon the staple did misfire requiring an additional staple load. I opted to redo the entire staple line to ensure adequate staple line. The specimen was placed in the right upper quadrant above the liver. Manufacturer response for staple, implantable, sureform (per site reporter). RMA completed by or staff and device will be sent back to manufacturer. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter). An RMA has been completed and the device will be sent back.